Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation. The tip, handle, shaft, tubbing and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (tripolar 90, ablate power 220 and coagulate power 100), no alert messages were displayed. The ablation function was activated several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power (maximum coagulate power 160) for one minute each test, and the coagulation function worked intermittently for two of the buttons. The device was working as intended on ablation mode using the footswitch and hand controls but worked intermittently for the coagulation mode both with footswitch and two of the buttons for hand controls. The device will be send to the manufacturer for further testing. A visual inspection of the device was performed; as a result, device was received in its original packaging, the active tip had signs of use, procedural debris was visible in the peripheral suction area of tip, procedural debris was visible all along the shaft. The device passed the electrical testing but failed the flow rate functional testing before activation. Further investigation was performed, removal of the rubber boot to inspect internals of the pcb board. Conformal coating is post CAPA and one pin was slightly exposed, and coating had some bubbles visible. Pcb was removed from the housing; some residue was visible on the contacts. The costumer stated that ¿the active tip of the tripolar electrode was permanent active¿. Although the suction path was initially partially blocked, this cleared during activation of the device with flow on, suggesting the blockage was due to tissue. The device as presented passed all electrical and functional checks and so the complaint cannot be substantiated with testing. Internal investigation showed residue on the pcb contacts which may have caused the continual activation issue during use. The device is post CAPA rework. Testing at atl UK showed that the returned device passed electrical checks with no error codes being displayed, and no other issues were detected. Functional checks found that the device failed flow rate test before activation, although the device passed the post activation flow rate test. There were no issues noted with either handswitch or footswitch activation. There were some bubbles present in the conformal coating, and one pin slightly exposed. There was also residue present on the pcb contacts which may have caused continual activation, but this cannot be claimed as the root cause of the reported failure as the device passed all electrical and functional tests. A CAPA has been raised. The overall complaint was no confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that during a subcromial decompression surgical procedure it was observed that after activation of the vapr tripolar 90 suction elect device the tip was permanently active. It was not possible to power off/ switch off the active tip. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.